Manufacturer narrative:
Other relevant device(s) are: product ID: 9734715k, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the short spine clamp would not open and the mechanism would just spin freely. There was no patient present.